Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to study: on 07jun2019, during the index procedure, the patient received four cook devices: zta-pt-36-32-161. Main body. Catalog #zenith alpha zimb-36-70. Left iliac leg, in common iliac, catalog # zenith alpha zisl. Lot# 9653604. Right iliac leg, in common iliac, catalog # zenith alpha zisl. Lot# 9643083. The devices were patent at the conclusion of the procedure. No flow-limiting kink were observed at the conclusion of the procedure. No endoleaks were present. The site indicated they were satisfied with the quality and performance of the study product. The procedure was considered successful. Additional procedure was performed as planned. The site specified it as: ¿a thoracic graft with laser fenestration was implanted. 4 fenestrations were created for both renal arteries, celiac and sma with stent in each artery for reperfusion from the fenestrations.¿ fenestration done in situ with laser. On (B)(6) 2019 the patient had an event of ¿renal failure. Creatinine elevation till 301 micromol/l.¿ a diagnostic procedure was performed. The site indicated that the device did not malfunction or deteriorate in characteristics or performance. The site indicated the event had no relation to the study device or the aneusysm. The event was possibly related to the study procedure. The patient was discharged on 17jun2019. Study exit. Unknown death. The site noted the date of the last patient contact as (B)(6) 2019. The site was aware of the patient death through the national death database. Date of death noted as (B)(6) 2019. No autopsy was performed. No death report/autopsy report are available. Patient outcome: the patient dies 2 month after the event/procedure but as the site only was informed by this, via the national death database and the patient age taken in consideration, it is assumed that the death was not related to the event/procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: a (B)(6)-year-old male patient who was enrolled in french reimbursement study underwent evar (endovascular repair) on (B)(6) 2019 for an asymptomatic aneurysm with maximum diameter > 5 cm, where a zta-pt-36-32-161 (complaint device), zimb-36-70, zisl-24-93 and zisl-24-77 were implanted. 4 laser fenestrations were created in situ for both renal arteries, celiac and sma in the zta-pt-36-32-161. The devices were patent. No flow-limiting kink and no endoleaks were observed at the end of the procedure. The site indicated that the physicians were satisfied with the quality and performance of the study product. The procedure was considered successful. The patient had an event of renal failure and creatinine elevation to 301 micromol/l. The site has been queried for the specific date. In the crf 07jun2022 was noted. No further response was received. A diagnostic procedure was performed. The site was aware of the patient death through the national death database. Date of death noted as (B)(6) 2019. No autopsy was performed. No death report/autopsy report are available. Per the reported information, it is assumed that the death was not related to the event/procedure considering the patient´s age. Imaging was not collected in this post-market french reimbursement study. Review of the device history record gave no indication of the device being produced out of specification. Device modification is not supported by the instructions for use or clinical testing of the device. Based on the limited provided information it has not been possible to establish a conclusive cause of the reported event. Cook will reopen the complaint if additional information is received. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.